Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller is failing constantly and they need to get it resolved. Patient stated the controller quits charging the implanted neurostimulator(ins) and they have to take the battery out 4-5 times and eventually it will make the connection to charge the implant but it takes a long time. Patient said they get a message system problem rm04 for the last 6 months and it is worse now. Patient mentioned they are getting surgery to change the battery in the implant sometime this month or next month. Patient stated they are trying the charge the ins now, controller shows ins red recharging excellent and controller 100% charged. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna but the old one recharger(rtm) cord failed. Patient started a charging session of the implant and was able to start charging with excellent quality and passive recharge screen. Agent reviewed meaning of passive recharge. Controller is 100% and implant is 0% recharging excellent. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Historical information: patient mentioned the rtm was replaced about 6 months ago. The patient stated that the charging controller was generating a specific error message. The patient stated that it would take some time to start a recharge session and had to take the battery out 6 or 7 times to be able to recharge and the issue was resolved once the recharger was replaced. The patient stated that it would take some time to start a recharge session and had to take the battery out. The patient stated that the ins is set to be replaced next month and they are currently waiting for their doctor to give them a date for the replacement. The patient stated that their rep told them it was time to have the battery replaced. The one problem they are experiencing is that they don¿t get relief in their right leg and had tried 3 times to reconfigure but was told once they got a new battery, they would address why the left leg was not getting therapy. They frequently have it turned their therapy turned up high where it is hard to walk and need to turn it down.

Event description:
Additional information received from hcp stating that the cause of the issue was that they are not able to charge the battery due to bad battery. Patient has decided to go for a surgery. Hcp provided information that he waiting for the surgical clearance.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.